Event description:
The system 7 sagittal saw was sent for evaluation due to overheating during testing conducted by the manufacturer sales representative. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The complaint was not confirmed. Based on a review of compliant trending, possible causes include using the handpiece beyond the specified duty cycle or an intermittent issue with the e-box that caused higher current draw resulting in excess heat generation, however, this was not observed.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The system 7 sagittal saw was sent for evaluation due to overheating during testing conducted by the manufacturer sales representative. There was no patient involvement and no adverse consequences associated with the device.